Event description:
It was reported that the pt underwent a surgical procedure in 2007, in which the pump was implanted. On the same day, she was discharged to the care of her husband who put her to bed to rest. At approx 1:00 am the next day, the husband checked on his wife and found she had died. The toxicology samples were lost by the coroner's office, so cause of death was not determined.

Manufacturer narrative:
.